Event description:
A malfunction was reported with a pump, indicated by a malfunction code and a fault ID. There was no information available regarding whether the issue impacted the customer's blood glucose level adversely. Technical support assisted the customer in resetting the pump, but the malfunction code recurred. Consequently, technical support arranged to send a replacement pump with updated software. The customer was advised on how to handle the return and setup procedures and to contact their healthcare provider for backup therapy, as there was none available at the moment.